Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced repeated ¿unable to proceed¿ alerts during a supply change while pressing and holding for drops, and the alert persisted on a dry run, consistent with a failure to infuse and an alert 42 motor current sense failure associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an insulation problem consistent with a component-related failure, aligning with a failure to infuse attributed to the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.